Event description:
Communication error 30, displays a bunch of flashing lights iuc of ssi1105 updated to ssi5102. Both are pae. Ssi1105 is not available in rsa. Cp / 420155 / 13oct2023. Additional information provided by so 23163936: title: biomed eng where, in the facility, did the event first occur? ICU this complaint was escalated as a tier 2 due to the user request of "communication error 30, displays a bunch of flashing lights." The iuc for this complaint is ssi5102(pae ) - b30 (scope communication error). The device is expected to be returned for investigation. (B)(6) /16oct2023

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported issue b30 communication error was not confirmed, no image was confirmed. The following findings were also noted during device evaluation: identification chip no data transmission, leak test bending section cover glue, bening section cover hole/cut, forceps and brush passage restrictions, insertion tube multiple dents, and angulation is out of specification. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress was applied to insertion section during user handling. It caused an abnormality in the image sensor unit, leading to no image. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Device analysis result ·reproduction of the reported event, b30 communication error could not be confirmed. No image was confirmed. This issue is addressed in the instructions for use (IFU): important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.